Event description:
On (B)(6) 2009, the pt reported that the display of his infusion device is showing segmented digits. He stated that only the bottom half of most of the digits are visible making it difficult to determine bolus amounts. He stated that the infusion device has not been dropped and the display is not broken and there are no black spots. He stated that he would switch to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.